Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed the message "system error, out of service, revert to manual CPR." During the patient call. The crew switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. The drivetrain motor assembly was replaced to remedy the ua139 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 36171.